Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and the clips were malformed. They used a second like device to complete the procedure. The clips were left in a cup in materials with a note and limited information. There was no patient consequence reported. The device was discarded however the clips are returning for evaluation.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.

Manufacturer narrative:
(B)(4). We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. Only two malformed clips received. It could not be determine what may have cause the reported event. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. The batch record was reviewed and no anomalies were noted during the manufacturing process.